Event description:
Customer believes this relion micro meter is always reading falsely high which has caused her to dose herself with insulin. The last time this occurred, that prompted her to contact us so that she could provide details about was happened on (B)(6) 2011. She was getting ready for bed and tested on her micro meter and got a reading either in the 300's or 400's (she can't remember the exact reading she got) but it was so high she panicked and raced to get insulin. She then dosed herself with insulin. She felt confident this meter has been reading falsely high on (B)(6) and other times as well when she did a test on her relion micro meter and got a reading higher then 200 and immediately after that got a reading of 121 on her brothers freestyle. She said she was suspicious before but now she is certain her relion micro meter is reading falsely high which caused her to dose herself with insulin. She was storing her unopened strips in the fridge with her insulin. Once she opened her strips, she kept them in her bedroom on her bedside table. I explained to not store the strips in the fridge. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known, so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.